Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not available at the time of reporting. Other relevant device(s) are: product ID: bi-500-01093, version #: 3.1.7. (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed and no parts were replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the image was not corresponding to reality. No further information has been provided at this time. No patient was present at the time of the event. Additional information was received stating that the issue occurred during a spinal fusion. The navigation system was not accurate. The health care professional "faced inaccurately." Troubleshooting was performed and they did a navigated scan and then navigation was correct. The think that the frame was moved and that is why the issue occurred. There was no delay to the case. No impact on patient outcome. On 2020-jan-10 rep: no additional information received.